Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has not been provided by the complainant.

Event description:
Caller reported that they have had an increase in infection rates since starting to use the site scrub. Advised that we have no information on use of site scrub in neonates, however, site scrub is 70% isopropyl alcohol and per FDA scrub the hub campaign there is not enough evidence to recommend either chg, alcohol or pvi over the other.